Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The hcp reported that the patient used their patient programmer during the call and confirmed that the ins is on at 2.50. The patient reported that they noticed that the settings for their implants were 2.50 and 2.95, and stated that their ins's weren't set up that way and they didn't change them. The patient reported that they were set to 3.08, and 3.11 when they were installed. The patient reported that this was first noticed 3-4 days ago. The patient was redirected to follow-up with their primary hcp to confirm appropriate settings. The patient also reported having several questions regarding the patient programmer, which were addressed during the call. No patient symptoms were reported. No further patient complications have been reported as a result of this event.